Event description:
The customer's spouse reported the customer tested with the freestyle meter getting a result of 215 mg/dl. The customer took insulin based on the freestyle reading. The spouse found the customer later unresponsive on the couch. The spouse gave them cake icing and sugar with no response. Spouse tested them with the freestyle on the finger with fesults of 146 mg/dl and 144 mg/dl. The paramedics were called, and upon arrival, tested the customer with another brand meter with a result of 21 mg/dl. The paramedics administered amp d 50 and transported the customer to the hosp.